Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the endovive standard peg kit pull method was pulled out from the stoma site, the pullwire broke into three pieces. The detached fragments were retrieved using forceps. The procedure was completed with this endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. (B)(4) for the reported event of pullwire broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the endovive standard peg kit pull method was pulled out from the stoma site, the pullwire broke into three pieces. The detached fragments were retrieved using forceps. The procedure was completed with this endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on (B)(4) 2014: the physician felt a resistance while pulling the device. The physician also did not know the exact incision size but referenced that it was the same cut that the he normally makes.